Event description:
It was reported that a physician performed an endocervical curettage prior to a myosure procedure for uterine tissue removal on (B)(6) 2014. The physician inserted the myosure hysteroscope and the "(fluid) deficit starting climbing". After 43 seconds of cutting the physician decided to abort the procedure when the fluid deficit reached 370ml. The patient was treated with lasix and discharged home.

Manufacturer narrative:
Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).